Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the right ventricular lead exhibited insulation anomaly. The lead was capped and replaced on (B)(6) 2019.

Event description:
New information states that the patient was stable before, during and after the procedure.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
New information states that the right ventricular lead exhibited externalization.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.